Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose for two days despite two supply changes, with pump records indicating delivery attempts and multiple meal announcements; troubleshooting and education were completed, and the user declined a guided full supply change, then elected to disconnect and use backup therapy. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included user-initiated discontinuation of pump therapy and transition to backup therapy, with no hospitalization reported. Investigation included complaint handling with review of available device usage information and user-reported troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.